Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant, placement difficulty and high thresholds were noted on the pacing lead. The pacing lead was attempted not used and replaced. No patient complications have been reported as a result of this event.